Manufacturer narrative:
New information received 08jun2020 indicates the patient did not survive.

Event description:
During a patient use event, the user states there was no sound from the device. The patient did not survive.

Event description:
During a patient use event, the user states there was no sound from the device. There was no patient incident.